Event description:
Patient had intra-aortic balloon pump placed during ptca. Upon arrival to cvu, the iamp catheter was noted to be filled with blood, approximately 2 inches from the catheter. It was removed and the balloon was found to be ruptured. There was no injury to the patient, since the iabp was removed immediately.